Event description:
It was reported that during the procedure to treat a non-calcified lesion in the non-tortuous mid circumflex coronary artery, a 3.5x18 rx xience xpedition stent delivery system (sds) was unpackaged without difficulty, advanced via radial access to the lesion without resistance and the stent was deployed without issue. During withdrawal, the sds reportedly felt strange, slight resistance was felt against the vessel, but no force was applied, then the hypotube separated from the distal shaft at the mid shaft area. As the sds shaft separated with the separation site located inside of the guide catheter, the sds, guide catheter, and guide wire were all removed from the anatomy as a single unit. The procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.